Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment issue and stent elongation.

Event description:
It was reported that the procedure was to treat a lesion located in the very calcified superficial femoral and popliteal arteries. The vessel diameter was 5.5 mm. Prior to deployment of the 6 x 200 mm supera stent the lesion was pre-dilated with a 6.70 balloon at 10 atmospheres for approximately 2.30 minutes. After supera stent deployment, the stent implant was observed to have elongated and was out of the artery and approximately 2 cm of the stent remained in the introducer; however, the stent was able to be fully deployed covering the target lesion. Surgical closure was performed for treatment of the elongated and protruding stent. The final patient outcome was reported to be fine. Reportedly, the stent delivery system was removed under fluoroscopy and the deployment lock and thumb slide were confirmed to be advanced to the most distal position on the handle. There was no clinically significant delay in the procedure. No additional information was provided.